Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: missing button cover and a dim, discolored display screen.

Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the bolus button was missing and the display screen was dim and discolored.